Event description:
Per the audiologist, testing at the clinic showed high impedance measurements. An x-ray done (date not reported) showed an "interruption in the electrode array". The device was not evaluated by cochlear rep. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.